Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella device for mechanical circulatory support. Post implant, the patient developed a hematoma and two days following it was noted the patient was transfused with two units of red blood cells and one unit of platelets. The patient was eventually successfully weaned off the device, and it was explanted with a survived outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The hematoma cause was not determined since product was not returned and insufficient clinical details provided.